Event description:
A zoll distributor returned monitor (B)(4) to report that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor (B)(4) is complete. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon evaluation, there were broken solder connections to pins 1-20 on the u413 spi can controller on the monitor c/a board. The endcaps on the r30 resistor on the monitor c/a board were also broken. The cause for the failure was isolated to the broken components. The root cause for the broken components could not be positively identified. No adverse event resulted from the defective monitor.